Event description:
Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a routine ipg replacement, one lead's tip was sheared off and the other lead pulled out. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were replaced to address the issue.